Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol has cracked. The iol was implanted and removed during the initial procedure. Additional information has been requested.

Manufacturer narrative:
A used company cartridge was returned. Viscoelastic was observed in the cartridge. No cartridge damage was observed. The cartridge had evidence of placement into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens model/diopter was indicated. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The root cause for the reported lens damage could not be determined. No problem was found with the returned cartridge. Top coat dye stain testing was conducted with acceptable results. A qualified lens model was indicated. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. Per the IFU (instructions of ruse): the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols (intraocular lens). Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).